Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7120856.

Event description:
It was reported that during the end of the stage two deep brain stimulation (dbs) implant procedure, two extensions and the non-boston scientific tunneler had perforated out and then back in. It was noted that the patient was obese with multiple neck folds, and that removal of the sterile drape caused the patient's neck folds to move, resulting in the perforation. The physician re-draped and re-sterilized the area, extended the incision, tucked the extensions back in and sutured it closed. The patient did well postoperatively.